Event description:
It was reported that the patient experienced shortness of breath and a decease in activity. Lv (left ventricular) capture could not be maintained and there was high threshold, high impedance, and a possible lead fracture. Lv pacing was turned off and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead, (B)(6) 2010; 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).